Event description:
During surgery, the surgeon requested to hand the screw 6.5mm x 45mm, then the sales rep mistakenly pointed the screw 6.5mm x 40mm using the razor pointer. Also, the sales rep did not ask the nurse to confirm the razor marked size on the screw. The three 40mm screws were used instead of 45mm screws at both sides of l3 and one side of l5. After the surgery, the surgeon confirmed by the x-rays that these screws were inserted deeper than the midpoint of the vertebra, thus they appeared to have no problem. There is no adverse outcome for the pt due to the event.

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.